Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing could not reproduce the reported inoperable device with a red screen. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failure was due to a depleted battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and was inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by the resmed and an evaluation was performed. The reported device failure could not be reproduced during in-house testing and the device passed the learn circuit test. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and was inoperable. There was no patient injury reported as a result of this incident.